Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Reportedly, the metal prongs on the wall adapter no longer flip out properly, which made it difficult to insert the wall adapter into the outlet. Customer had an alternate wall adapter to charge the pump. There was no adverse impact to customer¿s blood glucose level.